Event description:
It was reported that the hand piece for battery powered driver will not turn on. The issue was observed during testing. No injuries, no delays. There was no patient involvement. No further information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: service and repair evaluation: the customer reported that the hand piece for battery powered driver will not turn on. The issue was observed during testing. The repair technician reported damaged vent, device did not run in forward, fast forward and reverse condition, discolored wires, debris on barriers, damaged drive column, melted contact plate on inside. The cause of the issue is faulty parts. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history record (DHR) review conducted: part # 05.000.008 synthes lot # 003577 supplier lot # 003577 release to warehouse date: 09 july 2010 supplier: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.